Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 14-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. C26939) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In april 2019, the patient experienced arthralgia ("joint pain"), myalgia ("muscular pain") and neuralgia ("neuropathic pain"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device was removed by removing the tubes and uterus). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, arthralgia, myalgia and neuralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, medical device removal, myalgia and neuralgia with essure. The reporter commented: she had to leave from work and took neuroleptics. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a 46-year-old female patient who had essure (batch no. C26939) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2019, the patient experienced arthralgia ("joint pain"), myalgia ("muscular pain") and neuralgia ("neuropathic pain"). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. The patient was treated with antipsychotics and surgery (essure removial via removing the tubes and uterus). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, arthralgia, myalgia and neuralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, medical device removal, myalgia and neuralgia with essure. The reporter commented: she had to leave from work and took neuroleptics. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality-safety evaluation of ptc. Patient age, treatment medication, start date of event medical device removal added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.